Event description:
It was reported via a call from the biomed tech to the clinical support specialist (css) on (B)(6) 2014 at 15:37 mdt that the biomed had received an intra-aortic balloon pump (autocat2 wave) because the screen had gone blank and then shut down. The biomed needed some help with the svc on this pump. The css explained to the biomed that being the css on call, he would have the field svc rep (fsr) call the biomed back. The biomed did not know how long the pump was in use before the event occurred. As a result, the pump had been switched out. The fiberoptic sensor intra-aortic balloon was inserted through the sheath via femoral without issue. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome was stable. There were no pump strips generated or an x-ray performed for review. Add'l info received from the fsr stated that there will be a svc report after the parts are received. The biomed could not reproduce the problem. The fsr was not aware of any problems when switching out the pump.

Manufacturer narrative:
(B)(4).